Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was observed that bt3 on the charge-pak had vented. This had caused damage to the pcb assemblies within the device. The cause could not be conclusively determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was placed on a stretcher and they noticed that the device had fire coming out of it. The stretcher and the device had a black residue on them. There was no patient use associated with the reported event.

Manufacturer narrative:
This is follow-up report to legacy complaint handling system record, reference manufacturer report # 3015876-2017-01600. Further evaluation of the information determined that the cause of the reported issue was reverse current from the charge-pak to internal battery cells.

Event description:
The customer contacted physio-control to report that their device was placed on a stretcher and they noticed that the device had fire coming out of it. The stretcher and the device had a black residue on them. There was no patient use associated with the reported event.

Manufacturer narrative:
Through additional investigation, physio-control has determined that the non-rechargeable charge-pak that was installed in the device had likely vented due to an electrical short within the device itself which did not block fault currents from attempting to recharge the non-rechargeable charge-pak cells. If a condition such as an electrical short occurs within the circuit, the energy from the device¿s internal rechargeable hybrid layer capacitor (hlc) batteries can feed back into the non-rechargeable charge-pak cells causing it to vent into the device.

Event description:
The customer contacted physio-control to report that their device was placed on a stretcher and they noticed that the device had fire coming out of it. The stretcher and the device had a black residue on them. There was no patient use associated with the reported event.